Manufacturer narrative:
Exact date unknown, event occurred days after implant procedure was done. Explant date: (B)(6) 2023.

Event description:
It was reported that the patient was experiencing intolerable abdominal pain days after the device was implanted. The patient underwent a lead explant procedure and the pain was immediately resolved. The explanted device was discarded by the medical facility.